Event description:
The customer initially called to report low battery life on the insulin pump. The customer then mentioned that she was hospitalized for high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.